Event description:
Device malfunction: breakage of device. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that after an uneventful placement of an acculink stent in the rica, upon review, the physician noted that the proximal end of the stent appeared "ragged, torn or fractured". The pattern of the stent appeared corrupted. The physician ended up putting a non-abbott stent inside the existing acculink. The target lesion had mild calcification and the tortuosity was not an issue. No patient effects reported. No additional information available.